Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The complaint for deployed valve exhibits central regurgitation was unable to be confirmed due to unavailability of medical records and/or applicable imagery. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, over inflation and or post dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, 'during procedure, after the valve was implanted, it was decided to perform post dilatation due to moderate pvl using a 24 mm expansion balloon. As per follow-up echo performed right after post dilatation, the pvl was resolved but a central leak was observed requiring implantation of another 23mm sapien 3 ultra valve with nominal volume +2ml'. In this case, the deployed valve was post dilated with a non edwards balloon (24mm expansion balloon) to resolve the moderate pvl, resulting in central regurgitation. Per training manual, post dilation can improve thv shape, and improved hemodynamics; however, it is also a risk for central aortic regurgitation. In additional from training manual, it is recommended to use same delivery system for post dilation to prevent over inflation with non edwards balloon. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to over inflation or post dilation may prevent proper motion of the leaflets resulting in central regurgitation. As such, available information suggests that procedural factors (post-dilation with non-edwards balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards switzerland affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, it was decided to post dilatate due to paravalvular leak after valve deployment. Per echo report right after post dilatation, central leak was observed requiring a valve in valve with a 23mm sapien 3 ultra valve with nominal volume +2ml. The outcome was good, and the patient remained stable during and after the procedure. The patient was discharged home a few days later.